Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. The device was received on 28aug2024. Upon investigation, leakage was confirmed, but no damage to the balloon was observed. A review of risk documentation does not indicate that the failure, "difficult to achieve occlusion in vessel or balloon could not maintain pressure", is likely to cause serious injury if it were to reoccur. A detailed search of complaint history has revealed no previous events involving the observed failure mode that has led to a serious injury. Furthermore, there is no evidence that the device caused or contributed to a serious injury in this event, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As there are no recorded incidences of serious injury due to the complaint event, and it is not likely that serious injury would result if the event were to recur, per 21cfr part 803.50, the complaint event is considered not reportable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h10.

Event description:
It was reported that a coda balloon catheter leaked air. As the coda balloon catheter was being prepared for use as '"a touch-up" during an endovascular aneurysm repair (evar) per the usual procedure, air was noted to escape during "air bleeding." The balloon was suspected to be damaged, and its use was discontinued. The procedure was completed by using competitor's product. The device was stored in a vertical position, and no damage to the package was identified prior to use. The lesion was located in the abdominal aorta. There was no angulation or vessel calcification. A syringe was used to inflate the device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.